Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 1.5 years to 3 months in a 6-month time period. The device has been in service for 11 years, and further discussion by technical services (ts) was requested. A device changeout procedure has been scheduled for september. The device remains in service no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
Although this device was not returned, available data was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. It was determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time). In some devices, the actual battery voltage remains higher than the nominal model earlier in device life (which results in a higher-than-expected remaining longevity) and then becomes lower than the nominal model later in device life (which results in the remaining longevity appearing to decrease more quickly than expected between routine follow-ups). Boston scientific devices will automatically adjust remaining longevity estimates to maintain the 90-day therapy window between explant and battery capacity depleted. In this case, the battery did not deplete prematurely, rather, the replacement indicator (and associated remaining longevity) was adjusted later in device life to ensure a 90-day replacement period. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 1.5 years to 3 months in a 6-month time period. The device has been in service for 11 years, and further discussion by technical services (ts) was requested. A device changeout procedure has been scheduled for september. The device remains in service no adverse patient effects were reported. Additional information was received that data analysis was performed and confirmed there is no evidence of premature battery depletion and that this device has outlasted its projected longevity. A device changeout procedure was performed and it was explanted and replaced. No adverse patient effects were reported. Further information has been requested to determine if the device will return for analysis. The field representative had no further information regarding product return.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 1.5 years to 3 months in a 6-month time period. The device has been in service for 11 years, and further discussion by technical services (ts) was requested. A device changeout procedure has been scheduled for september. The device remains in service no adverse patient effects were reported. Additional information was received that data analysis was performed and confirmed there is no evidence of premature battery depletion and that this device has outlasted its projected longevity. A device changeout procedure was performed and it was explanted and replaced. No adverse patient effects were reported. Further information has been requested to determine if the device will return for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.